Event description:
Literature was reviewed regarding ¿ early results in octogenerian patients undergoing endovascular aortic aneurysm repair and its effect on karnofsky scoring: a single center, retrospective study¿ the time frame of this study was over a nine year period. Endurant ii stent grafts were implanted in the endovascular treatment of aaa¿s in 36 patients on unknown dates. Among the patient population the following malfunctions were reported; type I endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ early results in octogenerian patients undergoing en dovascular aortic aneurysm repair and its effect on karnofsky scoring: a single center, retrospective study¿ türkyilmaz g, yesiltas ma, satilmis oe, toz h, kuserli y, türkyilmaz s, et al med j bakirkoy. 2025;21(2):199-206 doi: 10.4274/bmj.galenos.2025.2025.1-10 a.2 & a.3a average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.